Event description:
The customer reported that a whole blood unit took greater than 2 hours to filter, then post-filtration and prior to centrifugation, the unit was described by the customer as severely hemolyzed. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Fluids from the plasma bag were tested for hemolysis, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed. The lot conformed to all specifications. The number of reports regarding the incident concerned has increased in the lots manufactured after a new process control criterion for the average cationization level was established for the prevention of leukocyte leakage. Root cause: based on the investigation results, a root cause could not be definitively determined. Only products that have conformed to in-house specifications are released. It is possible that a combination of the following common factors caused the reported hemolysis:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis.